Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Functional testing confirmed the complaint the root cause was the force calibrations are out of specifications. Recalibrated the force sensor. The device passed all the functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a force sensor error. The event occurred during testing, there was no patient involvement.